Manufacturer narrative:
H.6. Investigation summary: no product or photo was returned by the customer. It was reported that this set of extensions aren't flushing. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review for model 20039e lot number 20065859 was performed. The search showed that a total of (B)(4) in 1 lot number was built on 12jun2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Investigation conclusion: this incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: due to no sample being received, an investigation could not be performed and a root cause could not be determined. Rationale: per bd corrective and preventive action (CAPA) corporate procedure, the reported issue does not represent a single significant incident that would trigger a CAPA. H3 other text : see h.10.

Event description:
It was reported that the smallbore 6 inch ext vlv was clogged/blocked/occluded. The following information was provided by the initial reporter: material no.: 20039e, batch no.: (10) 20065859. Wanted to confirm that you are aware of quality issues ¿ probably with some lots ¿ of set # 20039e. They aren¿t flushing. There are widespread reports at our user facility of these sets not being able to flush.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the smallbore 6 inch ext vlv was clogged/blocked/occluded. The following information was provided by the initial reporter: material no.: 20039e, batch no.: (10) 20065859. Wanted to confirm that you are aware of quality issues ¿ probably with some lots ¿ of set # 20039e. They aren't flushing. There are widespread reports at our user facility of these sets not being able to flush.